Event description:
It was reported that the patient expired at home while on hospice. The patient had a recurrent driveline infection/bacteremia, a peritoneal bleed, and worsening right heart failure. It was noted that the right heart failure did not exist prior to lvad implant. A device related issue did not cause/contribute to the right heart failure. The patient did not experience any symptoms. The onset date of the right heart failure is unknown. It was noted that the patient struggled with signs and symptoms of fluid overload/swelling for awhile. The patient was discharged home as do not intubate/resuscitate (dni/dnr) with intentions of going on hospice. The decision to enter hospice was not device/therapy related. The death was not considered to be device related, the device operated as expected, and the device will not be returned for evaluation.

Manufacturer narrative:
Related MFR: # 2916596-2023-01348. 4846 - bacteremia. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists right heart failure, bleeding, infection, and death as adverse events that may be associated with the use of heartmate 3 lvas. The IFU ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ care instructions in regard to preventing infection are provided in various sections of this IFU, including the section entitled "controlling infection." Additionally, the section entitled ¿system operations¿ cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ in addition, this document outlines the recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.